Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review shows that the user used energy settings which are also within the defined recommended arrangement of pulse energy (pulse energy for the side cut and the bed cut is different) according to company quick user manual. The energy and vacuum values were stable with no abnormalities. No warning or error messages and further no abnormalities are detectable. No technical problem with the system can be identified by reviewing the logfiles. Clinical review states that the treatment reports shows a vertical gas breakthrough (vgb) in the inferior part of the flap. Vgb could appear more with thin flaps compared to thicker flaps. According to the treatment report, the desired flap thickness was 115. However, the lacrimation of the cornea and also the fluid on the cornea might build a fluid layer and thus may reduce the desired flap thickness. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A physician reported an area of no flap formation in a patient's left eye during a refractive procedure. A dark bubble formation was seen in the inferior area. It was noted when trying to lift the flap that the same area as where the bubble formation was, no flap was formed. The operation was terminated and the procedure was postponed since the area was large in size. The physician did not feel that the device caused any harm to the patient.